Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in auxiliary water channel¿, was confirmed. White crystallized residue/contamination, believed to be a simethicone type product, was evident within the air and water channels. The presence of this contamination highlights a customer handling and reprocessing issue. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. The endoscope instructions for use (IFU) states the following: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the jet channel was cloudy in appearance, remnants of white crystallized contamination believed to be a simethicone type product were evident within the air and water channels. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was contamination evident in the air and water channel. This report is being submitted for the reportable malfunction found during evaluation. There were no reports of patient or user harm associated with this event.